Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer¿s blood glucose level was 33.3 mmol/l. The customer had an insulin flow block alarm. The customer was treated with a manual injection/insulin pen. The customer was not using the insulin pump system within 48 hours of the reported event. The auto mode feature was not active at the time of the reported event. No harm requiring medical intervention was reported. Troubleshooting was performed. The product return was not expected for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.